Event description:
This is filed to report the partial clip movement. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A flail and friable leaflets were observed. The ntw clip was inserted, the leaflets were able to be grasped but the physician was not satisfied with leaflet insertion and the leaflet flail worsened. Therefore, the clip was removed and replaced with xtw for better leaflet insertion. The clip was successfully deployed on the mitral valve without issues. However, shortly after deployment, it was observed the clip partially moved. The clip was still attached to both leaflets, but the proximal portion of leaflet slid out over the side of the clip arm and the tip was still engaged in the base of the clip held by the lower friction elements. The decision was made to discontinue the procedure. Mr returned to 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device(s) referenced is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported partial clip movement appears to be related to patient anatomy. Additionally, the reported patient effect of mitral valve insufficiency/regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The mitral valve insufficiency/regurgitation (mr) appears to be related to the clip movement. There is no indication of a product issue with respect to manufacture, design, or labeling.